Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26583. The exact date of the event is unknown ((B)(6) 2015). The patient reports he has been experiencing intermittent stimulation since (B)(6) 2015 and he bent over and experienced a popping sensation. In addition, the patient reports he was reprogrammed and afterwards he experienced overstimulation. The patient changed programs and experienced very strong stimulation and was unable to turn the system off with the programmer, however he was able to turn the system off with the magnet. The patient request the scs system to be explanted. In addition, the patient reports the scs system did not provide effective stimulation. Surgical intervention may be pending to address this issue.